Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted (lot no. A14898,a33667) for female sterilisation. The patient had a medical history of endometrial disorder, endocervical squamous metaplasia, chronic cervicitis, obesity, blood pressure high and endometrial hyperplasia on (B)(6) 2023, vaginal delivery (2) and oligomenorrhea on (B)(6) 2022, ovarian cyst, menstrual cramps, menstrual clots, heavy menstrual bleeding, vaginal bleeding, parity 2, gravida ii and menses irregular in 2021. As concurrent condition the report mentioned uterine bleeding since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.627 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: finding: multiple nabothian cysts are visualized. Essure coils are visualized bilaterally. The right ovary measures 3.0 x 2.2 x 1.8 cm. The right ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. The left ovary measures 2.5 x 2.4 x 1.8 cm. The left ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. Impression: mildly heterogeneous uterus. No discrete fibroids. Multiple echogenic foci within the endometrium. Essure coils visualized bilaterally. Normal color and spectral doppler flow within both ovaries [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy: uterine cervix with squamous metaplasia and chronic cervicitis. Proliferative endometrium. Adenomyosis. Right fallopian tube with para tubal cysts; left fallopian tube with no pathologic abnormalities. [Ultrasound pelvis] on (B)(6) 2021: study result: indication: excessive or frequent menstruation. Left pelvic tenderness. History: essure coils. Irregular menses since january 2021. Family history of ovarian cancer. Bloating comparison: hysterosalpingogram on dated (B)(6) 2013 finding: multiple nabothian cysts are visualized. Essure coils are visualized bilaterally. The right ovary measures 3.0 x 2.2 x 1.8 cm. The right ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. The left ovary measures 2.5 x 2.4 x 1.8 cm. The left ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. Impression: mildly heterogeneous uterus. No discrete fibroids. Multiple echogenic foci within the endometrium. Essure coils visualized bilaterally. Normal color and spectral doppler flow within both ovaries the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter and patient information,medical history,lab data,indication,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted (lot no. A14898) for female sterilisation. The patient had a medical history of endometrial disorder, endocervical squamous metaplasia, chronic cervicitis, obesity, blood pressure high and endometrial hyperplasia on (B)(6) 2023, vaginal delivery (2) and oligomenorrhea on (B)(6) 2022, ovarian cyst, menstrual cramps, menstrual clots, heavy menstrual bleeding, vaginal bleeding, parity 2, gravida ii and menses irregular in 2021. As concurrent condition the report mentioned uterine bleeding since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.627 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: finding: multiple nabothian cysts are visualized. Essure coils are visualized bilaterally. The right ovary measures 3.0 x 2.2 x 1.8 cm. The right ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. The left ovary measures 2.5 x 2.4 x 1.8 cm. The left ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. Impression: mildly heterogeneous uterus. No discrete fibroids. Multiple echogenic foci within the endometrium. Essure coils visualized bilaterally. Normal color and spectral doppler flow within both ovaries [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy: uterine cervix with squamous metaplasia and chronic cervicitis. Proliferative endometrium. Adenomyosis. Right fallopian tube with para tubal cysts; left fallopian tube with no pathologic abnormalities. [Ultrasound pelvis] on (B)(6) 2021: study result: indication: excessive or frequent menstruation. Left pelvic tenderness. History: essure coils. Irregular menses since january 2021. Family history of ovarian cancer. Bloating comparison: hysterosalpingogram on dated (B)(6) 2013 finding: multiple nabothian cysts are visualized. Essure coils are visualized bilaterally. The right ovary measures 3.0 x 2.2 x 1.8 cm. The right ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. The left ovary measures 2.5 x 2.4 x 1.8 cm. The left ovary demonstrates a normal echotexture. Spectral doppler evaluation of the ovary was performed. Normal color and spectral doppler flow is visualized. Impression: mildly heterogeneous uterus. No discrete fibroids. Multiple echogenic foci within the endometrium. Essure coils visualized bilaterally. Normal color and spectral doppler flow within both ovaries according to bayer qa, the batch number a33667 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.